Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). It was reported cardiosave intra aortic balloon pump(iabp) batteries were not charging. A getinge field service engineer (fse) evaluated the unit and found fault in power management board and replaced it. No patient involvement, no harm reported.unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) not charging batteries.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code). Updated data: e1 (initial reporter and email).

Event description:
It was reported that prior to use,, the cardiosave intra-aortic balloon pump (iabp) not charging batteries. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.